Manufacturer narrative:
Medwatch sent to FDA on: 07/18/2014. Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of motor nerve damage causing the mouth to "droop" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported during a conference they attended, one of the presenting physicians mentioned the following event during injection with juvederm voluma xc in the "submalar" area "a facial nerve may have been hit which might have caused motor damage, causing the corner of the [patient's] mouth to drop." No treatment noted. The reporting healthcare professional could not recall additional details about the event or who presented the information at the conference. Further details have been requested. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.